Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; full lead in segments returned and analyzed.

Event description:
It was reported that there was fluctuating pacing impedance which reached high levels, along with a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.